Manufacturer narrative:
A ge representative evaluated the system and replaced the key switch. System operates as intended.

Event description:
Customer reported the vertical lift column is not working correctly and the system will fluoro with the key in the disable position.